Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion and 5 months 9 days after removal of essure. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal) and uterine ablation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, endometrial ablation and vitamin d deficiency outcome was unknown. The reporter considered endometrial ablation, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: the migration date was (B)(6) 2015 (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received : the dates of essure implant and explant were provided. New events added: migration/ perforation and ablation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion and 5 months 9 days after removal of essure. On an unknown date, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required) and experienced vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (essure removal) and uterine ablation. Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, endometrial ablation and vitamin d deficiency outcome was unknown. The reporter considered endometrial ablation, uterine perforation and vitamin d deficiency to be related to essure. The reporter commented: the migration date was (B)(6) 2015 (discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.